Event description:
During a routine doctor visit, customers' meter read 300-400 mg/dl while the nurse tested glucose to be 150 mg/dl when performed at the same time. It was stated no actions were taken or dtreatment was received on any of the three pts reportedly based on the meter readings. A request was made for the return of the suspect device and replacement product was sent.